Event description:
It was reported that during use on a patient, it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken monitor cord. There was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer meant they were not able the get the secondary ECG and ibp from the patient monitor to input phono jacks. The fse confirmed the issue. The fse found it was jacks not making good contact with the chassis and by re-securing the input jacks the issue was corrected. This reverted all pcbs back to the original pcbs. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken monitor cord. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.